Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.

Event description:
It was reported by the customer that when using the generic bd pyxis¿ medstation¿ es, new users was unable to log into pyxis machines. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that hospital had undergone an upgrade the previous week, which caused problems with patient discharge and prevented some new users from logging in. A technical support specialist (tss) investigated that users first logged into the server and then attempted to log into the station. This method worked for most users. Only two users from the kenmore site experienced issues. One user's issue was resolved after signing in the next morning. However, the second user continued to face login issues at the station. Station logs indicated 'invalid credentials'. The customer was advised to contact it to reset the user's credentials. After the reset, the user was able to log in successfully on both the server and the station. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported by the customer that when using the generic bd pyxis¿ medstation¿ es, new users was unable to log into pyxis machines. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.